Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that the catheter was being placed into a male pt in the (B)(6) with a history of ischemic cva (cerebrovascular accident). During insertion of the spring wire guide (swg) and during dilation, there was no resistance met. The swg "dismounted", "broken" during the remotion. It was necessary to remove the kit and substitute it to avoid swg "pieces" inside the pt. Additional info received from the distributor on (B)(4) 2011 stated the swg unraveled during removal, but was removed intact. No pieces remained in the pt. Another kit was opened and used successfully for the pt. There was no delay in treatment, no pt death and no pt complications were reported. The pt is doing well.